Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. When the system is powered on and running, the compressor in the chiller assembly becomes hot, and the chiller repeatedly turns off and on. Chiller assembly was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 113 has occurred in an arctic sun device. Alarm 113 was reduced water temperature control. Per review of wo on 25jul2025, there was no patient involvement.